Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received recurring episodes of inappropriate shock and anti-tachycardia pacing (atp) from a supraventricular tachycardia (svt). The device was reprogrammed to remove the ventricular tachycardia (vt) zone and anti-tachycardia pacing (atp) was turned off. The device remains in service. No adverse patient effects were reported.